Manufacturer narrative:
Insulin pump received with missing segment, bleeding and cracked lcd window. Detached end cap .

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 10.1 mmol/l. It was reported that his insulin pump was broken on the far right side of the insulin pump. Troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.